Event description:
It was reported to philips that the device's battery is exhausted. There was no reported patient or user involvement and no adverse patient/user impact as a result of the alleged malfunction.